Manufacturer narrative:
The event occurred in the (B)(6). No information was provided on the specific part number involved in this event.

Event description:
Reporter alleged obtaining a result of 19 mmol/l on the aviva system compared back to back with a result of 9 mmol/l on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.